Manufacturer narrative:
Findings: no unexpected low battery alerts or failed batter test alarms noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test and basic occlusion test. The operating currents were in specification. Unable to prime during prime test due to moisture damage on force sensor noted. Minor scratches on lcd window, cracked reservoir tube lips, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm low battery. Customer's blood glucose at time of incident was 87 mg/dl. Customer is calling a second time regarding low battery and also calling back because replacement battery cap did not resolve the issue. The battery did not last more than one week. . The customer was advised that the device would be replaced. The customer was advised to return pump with battery cap and batteries intact and to zero out basal rates.